Event description:
A surgeon reported that an enlarged incision was required to remove and replace an intraocular lens (iol) during implant surgery due to a broken haptic.

Manufacturer narrative:
During a retrospective review of the complaint files, it was determined this event was MDR reportable. Batch records were reviewed and showed no deviations. The iol damage indicates that an excessive force and/or handling took place on the optic during the implant procedure. While we were unable to determine the specific origin of the damage, our investigation reasonably suggests it is not manufacturing related.